Event description:
It was reported via repair work order that the head end lift would not raise or lower and may have been stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was stuck in an elevated position due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of the evaluation. It was found that the headend lift was stuck in an elevated position due to a malfunctioned cpu board.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.